Manufacturer narrative:
Additional information: h6- type of investigation, investigation findings, and investigation conclusions.

Event description:
It was reported that the patient presented for replacement of the right ventricular lead due to high capture threshold and low sensed amplitudes. An attempt was made to reposition the lead; however, the helix failed to extend. Upon removal there was a large amount of tissue lodged in the lead. The patient was discharged.